Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Customer reportedly did not use room temperature to fill the cartridge. Customer was educated that cartridges should be filled with room temperature insulin per the user guide. Customer primed the tubing to address the issue. There was no adverse impact to customer¿s blood glucose.